Manufacturer narrative:
Visual findings of the unit observed scratches on the exterior housing. The battery compartment had signs of previous battery corrosion on the compartment sidewall and lower battery flat contact and spring. Both dust covers underneath the battery slots have been damaged. Evaluation of the unit found the unit has power with batteries but does not sound when nothing is connected due to battery leakage/corrosion on the pcba. If the failsafe is not working, it may not alert the caregiver if a sensor is disconnected or not working and could contribute to a patient incident. No further testing is taken due to no sound being that the unit is more than four years old, it is likely the cause of expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file # (B)(4).

Event description:
Customer reported the alarm sounds continuously. The date the issue was discovered is unknown and no patient incident or injury was reported.